Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum output and the lead was not where it was supposed to be under x-ray. Furthermore, the lead was repositioned. No additional adverse patient effects were reported.